Event description:
It was reported that the subject device had distorted image. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a distorted image. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor scratches on distal edge were found. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.